Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Boxed device returned all seals on box broken, sterile tray intact; visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Data review determined the device was taken out of storage mode and two full energy charges were performed which likely caused the reduction in the longevity of the device.

Event description:
It was reported that during an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the new s-ICD was showing a two percent battery depletion immediately out of storage mode. Technical services (ts) was contacted, and ts informed that this was not normal and advised the s-ICD not be used. A different s-ICD was implanted. No adverse patient effects were reported.

Event description:
It was reported that during an subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the new s-ICD was showing a two percent battery depletion immediately out of storage mode. Technical services (ts) was contacted, and ts informed that this was not normal and advised the s-ICD not be used. A different s-ICD was implanted. No adverse patient effects were reported.